Event description:
My son burnt in his neck when he was sleeping with a malem alarm bedwetting alarm. He is 5 years old and was sleeping with the alarm when he started crying in pain and we noticed that his alarm was leaking batteries and burnt his neck. There was also a small hole in his t-shirt where the alarm touched the sink. This is so scary and we don't want to continue to use this product anymore . It is not safe for son.